Manufacturer narrative:
The raw data was provided and reviewed. Nothing strange was noted, the curves appear to be true low-level positives with low amplification. Data shows 2 samples that generated low level initial results, with sample ID (B)(6) being extremely low level, curve almost barely amplified. Based on the pool sizes and repeat results as well as serology, we have 2 samples that generated low level initial results, this suggests these may have been the result of contamination or a window period, with repeat pool of 6 non-reactive and serology negative. Although unknown, possible causes can also include: true low viral load sample that is at the limit of detection of the assay (lod sample), low level contamination of hbv of the sample, some artifact amplification (non-specific amplification, or nsa) occurring depending on the sample quality. Overall, no product issue was identified.

Event description:
The initial reporter alleged false reactive results with the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The customer uses the cobas synergy solution with hamilton poolers for pooling. The sample material was pooled citrate plasma. Two initial reactive results were reported: one for hepatitis b virus (hbv) and one for hepatitis c virus (hcv). For the initial reactive hbv result, a pp96 pool generated a reactive result with a cycle threshold (CT) value of 36.89. Subsequent testing of pools of 6 from the same plasma source generated non-reactive results. For the initial reactive hcv result, a pp96 pool generated a reactive result with a CT value of 44.39. Subsequent testing of pools of 6 from the same plasma source also generated non-reactive results. Serology testing for both samples was negative. No harm was alleged, and no organ or tissue was rejected as the plasma was tested for industrial purposes.